Event description:
Per the audiologist, the pt reported declining performance when using the cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of integrity tests done in 2006, and 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes was recommended. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 03, 2008.